Event description:
Boston scientific received information that this dextrus atrial lead was exhibiting intermittent capture due to dislodgement. A revision procedure was performed and the lead was removed from service and replaced. No adverse events have been reported. The event and explant dates were left out of this report since they did not make sense.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, an electrical and a mechanical inspection. During the visual inspection a bend in the lead's distal part was noted. Bending the distal part requires the presence of mechanical stress. Traction forces during surgery should be taken into consideration. The cuttings of the insulation occurred most likely during the explantation procedure. During further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, a bend in the lead's distal part was noted. There was no sign of a material or manufacturing problem.